Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 3.5 x 15 and promus 2.75 x 15 stents are being filed under separate medwatch MFR numbers. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have assisted in the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. The reported thrombosis appears to have resulted from the stents not being properly apposed to the vessel wall; however, the cine was not received and ivus could not be completed to confirm the stents were not fully apposed to the vessel. Additional information was requested to determine the inflation pressure to deploy the stent and if the cine is available; however, no information has been received. Furthermore, it should be noted that the xience instructions for use lists thrombosis as a known adverse event associated with coronary stenting. The thrombosis appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to deploy for this lot. Although a conclusive cause could not be determined for the reported difficulty to deploy (poor stent apposition), there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2011, a stenting procedure was performed to treat lesions in the distal and proximal right coronary artery (rca) with moderate tortuosity and heavy calcification. Pre-dilatation was performed, and a 3.5 x 15 xience and a 2.75 x 15 xience were implanted in the proximal rca, and a 2.75 x 15 promus stent was implanted in the distal rca. The stents were not over-lapping. Post-dilatation was performed. Intravascular ultrasound (ivus) was advanced; however, the tip became caught in the proximal rca, and ivus could not be performed. Angiography confirmed blood flow was well reconstructed, with timi flow iii. On (B)(6) 2011, a stenting procedure was performed to treat the remaining lesion in the left anterior descending artery. Angiography was also performed on the previously stented rca, and thrombosis was observed in the 2 xience v stents and also the distal part of the promus stent. It was noted that the patient did not exhibit any symptoms. Thrombus aspiration was performed; however, the aspiration catheter could not be advanced further than the proximal rca. After aspiration, the thrombosis was treated with 2 non-abbott balloons. Blood flow improved to timi iii, and the procedure was completed. It was noted, that due to ivus not being performed, it is possible that the stents were not properly expanded. After the procedure, bleeding was observed from an unknown area of the digestive system. A week later, angiography continued to show thrombosis; therefore, the patient has been scheduled for coronary artery bypass surgery. No additional information was provided.